Event description:
It was reported that the cast cutter got very hot and then stopped working. There were no adverse consequences reported. Attempts to collect additional info surrounding this event have been unsuccessful.

Manufacturer narrative:
The device has not been returned to the MFR as of the date of this report. A follow up will be made when the device is returned and an investigation is completed.